Event description:
It was reported that a user contacted support about morning low blood glucose to 59 mg/dl: while using the ilet, and internal review of device data showed a single morning low during the referenced period; the user typically eats one egg for breakfast without announcing the meal, and the agent offered a transfer to clinical support for potential factory reset given low glucose metrics, which the user declined in favor of continued use. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of device-reported glucose metrics and provision of troubleshooting and education. Investigation of this case revealed no device alerts or alarms and an unclear cause for the reported low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.